Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had blood glucose levels of 400 mg/dl with abdominal pain and was very tired. Patient was treated at home with insulin injections. During troubleshooting, customer support found that there was a loss of prime issue with the cartridges. Patient resumed treatment with the same pump.